Manufacturer narrative:
(B)(6) one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled, the upstream occlusion (uso) seal was worn, the cassette detector pin was corroded, and the lens was scratched. No issues were found in the event history log. Functional testing confirmed the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the cause of the reported issue was the dso seal and the cassette detector pin. The dso seal, dso sensor, uso seal, and cassette detector pin were all replaced.

Event description:
It was reported that the device had a bubbled downstream occlusion (dso) seal and was alarming, "reattach cassette." Per reporter, this event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.